Event description:
On (B)(6) 2012 the patient contacted animas alleging that since she has been off the pump and on a back-up plan, she has experienced elevated blood glucose (bg) between 271 and 375 mg/dl with extreme thirst. The patient stated that she has been off the pump because the ok keypad button is sticking during priming causing excess insulin to be primed. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and ok keypad buttons responded appropriately. The ok button was not found to be sticking and had normal spring back. There was evidence of contamination found around and under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function.